Event description:
Customer called to report the pump had skipped screens when the select button was pressed. Device was not dropped, bumped, or exposed to moisture. Customer agreed to troubleshoot the unit.